Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d3, d4, d9, g1, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device was received on april 23, 2025, with lot number 1013225. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report rupture. Later healthcare professional reported capsular contracture baker grade IV. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, a5, a6, b5, d3, d6b, e1, g1, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional called to report rupture. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported capsular contracture baker grade IV. This record is for the left side.